Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of clock monitor frequency error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not dropped or bumped. The customer stated that the pump was not exposed to moisture or magnetic field. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Upon visual inspection, the pump had moisture damage on the force sensor resistor. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, operating currents, off no power and excessive no delivery alarm tests due to the blank display. Unable to confirm the clock monitor frequency error alarm due to the blank display. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.